Event description:
It was reported that during the procedure, a .014 hi-torque pilot 50 guide wire was advanced successfully to the left anterior descending artery. The physician attempted to advance a 2.0x15 rx mini trek dilatation catheter over the guide wire through the heavily tortuous iliac artery and into a lima artery graft; however, resistance with the guide wire was felt. An attempt was made to withdraw the catheter; however, the catheter froze on the guide wire. As the catheter and the guide wire were being removed as a single unit from the anatomy, the balloon dislodged from the catheter. The balloon was ultimately snared from the aorta successfully. The procedure was aborted and the patient was discharged the same day with no adverse sequela. No further treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the rx mini trek catheter noted blood visible in the inflation lumen and hub and on the entire length of the catheter, consistent with a separation while in the patient anatomy. The balloon was tightly folded. The shaft was separated 7 mm distal to the guide wire exit notch, confirming the reported separation. The material at the separation was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The entire length of the guide wire exit notch was torn. The material at the tear was jagged. The shaft was collapsed 7.5 cm distal to the separation, for a length of 1.3 cm. The shaft was wrinkled 8.5 cm distal to the separation, for a length of 5 mm. There were multiple kinks throughout the entire length of the shaft. The pilot guide wire was returned with blood on the black polymer coating and core. The core was in a pig tail shape 1 cm proximal to the tip ball. There were three kinks in the core 1 cm, 6 cm and 10.5 cm distal to the proximal end of the black polymer coating. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. The outer diameter of the guide wire was measured and met manufacturing criteria. The guide wire could not be advanced through the returned mini trek due to the damaged and separated shaft. The returned pilot guide wire was back loaded through a new balloon catheter without resistance noted. Due to the condition of the returned product, a conclusive cause for the resistance with the guide wire could not be determined; however, handling of the catheter in the attempts to remove the catheter from the guide wire likely contributed to the noted shaft damage, kinks, and shaft separation as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.